Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on site and the gas hoses were determined defective and replaced which solved the issue. No log files have been provided and the replaced parts have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).